Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having tremors and suspected that it was due to their bluetooth devices. Troubleshooting was done by turning on and off the electrical devices with the bluetooth communication, in addition to other electrical devices. They also activated brainsense. They activated 2 events where they tested the ins with the electrical devices on and off. The physician thought it was worth noting that it was more likely that the patient had a psychogenic disorder rather than a disturbance of the bluetooth devices. Information from the troubleshooting was gathered in data reports. During the examination the patient was uncomfortable and it was difficult to diagnose accurately. They complained a lot and it was impossible to tell if it was from the bluetooth or not. There was  no unequivocally increased tremors as the patient had irregular tremors, but in general it was possible to conclude that the bluetooth did not increase their tremors. Sometimes they turned it on and off while the patient was not talking and there was no change in tremors. Reports were still going to be checked for bluetooth affecting brainsense, but it was believed the bluetooth did not affect the ins. Additional information was received: it was reported that the cause of the issues was unknown. The patient claimed that electrical products among other, those that worked on the basis of bluetooth communications caused them to have tremors. A clinical examination was performed by the neurologist as explained in the email sent to the technical support that there was no connection between the bluetooth communication and the effect on the tremor, and apparently there is a hypothesis of a psychogenic phenomenon in the patient. There was no definite decision that there was no interference, but the assumption is that there was no connection. There was also no indication from the brainsense survey that there was any interference.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.